Manufacturer narrative:
A replacement pump was sent to the customer.  On (B)(6) 2017 the customer spoke with a medela clinician.  At that time she reported that she had been prescribed diflucan to treat the thrush, but that she was still experiencing symptoms.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2017 the customer reported to a medela customer service representative that she had thrush which made it painful for her to pump.